Event description:
During the evaluation of a returned homechoice device, a high drain alarm was identified. A high drain alarm occurs when a patient has drained a volume equal to 200% or greater than the patients fill volume. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation was completed. This event represents an ancillary service event. Visual inspection and functional testing found no issues with the device. The high drain alarm (increased intra-peritoneal volume event) was confirmed through an event history log review. The cause was determined to be use error: the tidal total ultrafiltration removal was set too low. The homechoice apd systems trainer?s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.